Event description:
It was reported that during a hand assisted transverse colon resection the seal cap assembly ripped during the case. They used a second device to complete the case with no pt consequence reported. Device was discarded at the account.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.